Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had frayed cable. The instrument was inspected prior to use. There was no delay in the procedure. There were no fragments. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Potential fragments of the conductor wire are missing due to the broken grip tip not being returned. An additional observation not reported by the site that is related to the primary failure was also identified: the fenestrated bipolar forceps instrument was found to have a broken grip at the grip base. A piece approximately 0.185" x 0.674" was found to be broken off the distal end. The broken piece was not returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was transferred to the failure analysis engineering team. Initial failure analysis was confirmed. The conductor wire was also frayed at the end due to the wire being broken. However, since the pieces were not returned, it cannot be confirmed if smaller fragments are missing or not, which creates a potential for fragments. Additionally, the code for the dislodged instrument molded insulator has been added since the component was not returned with the instrument. Since it cannot be determined for sure if the instrument molded insulator was broken or not when it became dislodged, the potential for fragments has been marked as yes.